Event description:
It was reported that the patient experiences a difficult time tolerating device settings increases and then collapses. It was reported that it takes the patient 2-3 days to no longer feel pain following the increase in settings and that the patient becomes accustomed to the device stimulation after about 3 days. The patient is trying to find a new vns physician. No additional relevant information has been received to date.

Manufacturer narrative:
Describe event or problem; corrected data: the previously submitted MDR inadvertently failed to report the information about the x-ray review and continued discomfort and weight loss issues.

Event description:
Additional information was received that the patient is not eating due to discomfort form vns. X-rays were taken which revealed no issues.

Event description:
The patient's mother reported on (B)(6) 2015 that the pain has gotten to the point where she can no longer eat. She wants the vns removed. It was reported on (B)(6) 2015 that the patient had a mass on her neck and pain when turning her head due to the mass. The patient was referred for x-rays. Follow up with the patient's caretaker on (B)(6) 2015 indicated that the mass on the patient's neck was determined to be the tie-down. The patient was losing weight due to an increased dosage of topamax, so the tie-down has become visible and likely also caused the neck discomfort from the lead occurring for about 18 months. The patient also experienced constant difficulty swallowing which the caretaker believed is related to the position of the lead. Although surgery is likely, it has not occurred to date. Good faith attempts for further information from the physician have been unsuccessful.